Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose at the time of event was 270 mg/dl and the current blood glucose level was 560 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual shot and bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege insulin pump was under delivery. Customer reports insulin exited at the quick release. The reservoir will be returned for analysis and the insulin pump will be returned for analysis.